Event description:
It was reported during ongoing use, that premature battery depletion is suspected. The rep contacted technical services to have them review the device's data in order to determine the behavior of the battery. It was indicated that due to the age of the patient, and with the current virus pandemic, they were reluctant to bring the patient into the hospital for surgery. The device has been implanted for over 10 years. Technical services indicated to the rep that the device may or may not be in eri (elective replacement indicator). If and when eri is set, the device will start a 90 day countdown timer until eol (end of life) is set. The device will then continue to function after eol, and will attempt to pace, with decreasing amplitudes until the power is depleted. Although it is possible that this is normal device behavior, technical services could not rule out premature depletion based on the information the rep has provided thus far. Boston scientific is currently waiting for additional information to be received from the rep. No adverse effects to the patient were reported. Additional information: after several attempts to obtain an update from the field rep, a response was received. The rep clarified that this was not an allegation of premature battery depletion. This was a query from the account, asking for technical services to review disk analysis to determine the remaining longevity of the battery. The device was nearing eol, and the account wanted to know how much time the device had left before replacement. Due to covid, they wanted to delay device replacement as long as possible.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device currently remains implanted. Additional information has been requested. This report will be updated should additional information be received.

Event description:
It was reported during ongoing use, that premature battery depletion is suspected. The rep contacted technical services to have them review the device's data in order to determine the behavior of the battery. It was indicated that due to the age of the patient, and with the current virus pandemic, they were reluctant to bring the patient into the hospital for surgery. The device has been implanted for over 10 years. Technical services indicated to the rep that the device may or may not be in eri (elective replacement indicator). If and when eri is set, the device will start a 90 day countdown timer until eol (end of life) is set. The device will then continue to function after eol, and will attempt to pace, with decreasing amplitudes until the power is depleted. Although it is possible that this is normal device behavior, technical services could not rule out premature depletion based on the information the rep has provided thus far. Boston scientific is currently waiting for additional information to be received from the rep. No adverse effects to the patient were reported. A request was made to obtain the physician's name, and health care facility information. No response has been received at this time.